Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.